Event description:
It was reported to philips that the system was unable to start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found a blown fuse in the mains power distribution unit, fse replaced the fuse, but the fuse blown again, further investigation revealed short circuit in the mpdu. The cause of the mpdu failure was not conclusively determined by the supplier's part analysis, however another failure was identified as normal burn area(s) and microcracks on the pcb and failed multimeter reading on the pins. To resolve the issue, the fse replaced the mpdu, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.